Event description:
Medtronic received a report that the patient experienced cerebral infarction with an onset date of (B)(6) 2023. The patient recovered and the issue resolved on (B)(6) 2023. This adverse event (ae) was not related to the disease under study. This ae did result in new or worsening of existing neurological deficits. Symptoms did not last more than 24 hours. Ae did not result from a device deficiency. Patient experienced acute right hemispheric infarcts. This event did not result in congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as possibly related to the study procedure and not related to the study device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pipeline, rist radial access 071 and phenom 27 were used. A guidewire was used to improve wall apposition. The pipeline was successfully implanted with wall apposition achieved. There was no device twisting or flattening. The patient underwent treatment for a saccular, sidewall c6 right aneurysm with a maximum diameter or 4mm and neck size of 2mm. Aneurysm done height was 6mm and width was 8mm. Parent artery diameter distal and proximal to aneurysm was 5mm. There was complete stasis at the end of the procedure and complete neck coverage at the end of the procedure. Raymond and roy at the end of the procedure was class 1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information that the event as a minor ischemic stroke. Causal relationship to the device and possible antiplatelet therapy.